Manufacturer narrative:
Additional, changed, and/or corrected data: b5; b6; d6b; g2; h6.

Event description:
Healthcare professional later confirmed left side capsular contracture baker grade IV. Healthcare professional also reported fibroadenoma not related to the device. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: malposition: unable to observe since it is a medical event and is not related to the device. Capsular contracture: unable to observe since it is a medical event and is not related to the device. Rupture: observed, opening assessed as surgical damage. Lump/nodule: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported "pain, implant sits higher, asymmetry" and "unsatisfactory result (patient did not get the size they wanted). Patient later reported " a capsular contracture and mass on unknown side." Healthcare professional later reported "rupture" confirmed via MRI and "fibroadenama." Healthcare professional later reported capsular contracture baker grade IV. The event of "fibroadenama" is not device related. Record is for left side. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5 b6 d6b h6 h11. Correction to g.3 aware date of supplemental medwatch (B)(4). Aware date should have been listed as 8/22/2024.

Event description:
The event of "mass" is also not device related. A complete capsulectomy was performed during replacement surgery on the left side.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 22aug2024.

Event description:
Patient reported left side "pain, implant sits higher, asymmetry" and "unsatisfactory result," capsular contracture, baker grade unknown, a mass on unknown side, and rupture. Record is for left side. Healthcare professional later confirmed left side capsular contracture baker grade IV. Healthcare professional also reported fibroadenoma not related to the device. The device has been explanted.

Event description:
Patient reported "pain, implant sits higher, asymmetry" and "unsatisfactory result" (patient did not get the size they wanted). Patient later reported "a capsular contracture, [baker grade unknown] and mass on unknown side" as well as rupture confirmed via MRI and ultrasound. Record is for left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture; capsular contracture, baker grade unknown.